Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. An alarm was generated indicating that the pod had reached its expiration time of 80 hours. This is not a failure of the device but rather a safety feature of the device. No timeouts or drive stalls were seen in the device data that would indicate a failure to deliver insulin during device operation.

Event description:
It was reported that the patient's blood glucose levels reached 16 mmol/l (288 mg/dl) while wearing the pod longer than 48 hours on the abdomen. It was noted that the cannula was bent upon removal of the pod. Hyperglycemia treated with a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.